Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty positioning and removing the stent delivery system (sds) over the guide wire, causing resistance between the two devices may be due to factors including, but not limited to, manufacturing, mishandling, patient anatomy, advancement technique, product size selection, handling, kinks/bends, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, blood and/or contrast build up, or damage to the distal shaft of the sds. Although the sds was not returned for analysis and may have assisted the investigation, there was no report of any damage noted to the catheter prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, the lesion was moderately tortuous, which may have contributed to the reported difficulties. To ensure this type of occurrence is not a result of a potential product deficiency, all stent delivery systems are 100% visually inspected and checked for proper guide wire movement online during the manufacturing process. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for difficult to position or remove the sds from the guide wire reported for this lot. This suggests that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the moderately tortuous mid diagonal artery, resistance was felt when attempting to advance the 2.25 x 15 rx xience nano stent delivery system over a balance middleweight guide wire. Advancement was stopped and the stent delivery system was withdrawn from the guide wire with resistance. A new 2.25 x 15 rx xience nano stent delivery system was advanced without resistance over the same guide wire and the stent was deployed successfully. There was no resistance during removal. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.